Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. During the investigation the fse adjusted the wash probe height offset and verified washing of sample cup. Fse disinfected was, diluent and substrate lines with 0.1 hcl. Verified zero control and all reports are <l. A precision run with total t3 and the %cv was 1.12%. Customer performed calibration with psa and ran controls. Instrument is functioning as intended and was release. The most probable cause for this event is contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported they are experiencing false positives on non detected psa lot#008 controls and patient samples that historically are less than the lower limit of the assay. This is only happening with the psa assay. During troubleshooting the customer indicated they calibrated the total t3 assay and sds was used a zero and all 15 assays reported results less than the lower limit of the assay. When the customer ran the sds with the psa assay four out of ten sample reported in the 0.05-0.08 ng/ml and the rate for detectable was increased from 0.71-0.076 to 0.86-0.89 which led to false positives. On the second day of service the table was verified, alignment to wash probe, wash probe height verified, and detector alignment verified. Washing, diluent, and substrate lines were disinfected with 0.1% hcl and a new detector was installed to verify rates on sds, zero control. The rates with new detector were identical to existing detector. After completing disinfecting of all lines and installing new wash, diluent bottles and aged reagents, the non detectable issue appears to be resolved. We ran 15 sds zero control samples and all report <l. Customer ran patient samples that previously reported detectable and now the samples are reporting <l.